Event description:
A facility administrator (fa) reported to fresenius that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 90 minutes after the initiation of treatment. The event was preceded by the fresenius bloodlines clotting. The patient¿s venous and transmembrane pressure (tmp) rose and then the blood leak occurred. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer or bloodlines. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The bloodlines were reported to be discarded and unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A facility administrator (fa) reported to fresenius that a dialyzer blood leak during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 90 minutes after the initiation of treatment. The event was preceded by the fresenius bloodlines clotting. The patient¿s venous and transmembrane pressure (tmp) rose and then the blood leak occurred. The blood leak was noted as being an internal blood leak. The leak was not visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer or bloodlines. The patient¿s estimated blood loss (ebl) was approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The bloodlines were reported to be discarded and unavailable to be returned to the manufacturer for physical evaluation.